Event description:
Straight saw attachment is leaking oil. Case type / application: tka per response: "opened the mud box containing the part when the patient was under anesthesia." "Nothing remained in the patient."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Straight saw attachment is leaking oil. Case type / application: tka per response: "opened the mud box containing the part when the patient was under anesthesia." "Nothing remained in the patient."

Manufacturer narrative:
Reported event an event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices, including serial number (B)(6). Were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.